Event description:
While receiving continuous vnous-venous hemodialysis, venous pressure > 200. While changing venous transducer due to saturation, blood pumped out of venous tubing despite being clamped off, mode rate amount of blood lost.